Event description:
Procedure type: wedge resection. According to the reporter: after the forth firing was done, the black return knob could not move at all. The black return knob could not be returned, making the jaw impossible to open. Using an endoscope, it was confirmed that the cover plate of the cartridge knife was slightly bent. To release the device, a small thoracotomy incision was made and an additional resection was required. A new reload and stapler was opened to complete the case with no problem. There was an extension of operating time of more than 30 minutes. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).